Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined further troubleshooting. Customer cleared the alarm and reported that the pump supplies would be changed. Customer¿s blood glucose level was 240 mg/dl.